Manufacturer narrative:
(B)(4). The device was manufactured between april 22, 2013 - april 23, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the nurse found the administration tube damaged at the joint with the distal luer lock body of a small volume infusor after patient use. There is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. One sample was available at the plant for evaluation. Visual inspection confirmed the reported condition. The tubing was found partially broken / damaged at the junction of the luer. Upon completion of baxter's investigation, a follow-up will be submitted.